Event description:
During total knee arthroplasty, the cruciate retaining implant was used rather than what was intended for use in this surgery, the posterior stabilized. The mistake was caught, immediately corrected, and no harm to patient. Vendor made aware.the reason for reporting was one identified issue with similar looking boxes/packaging for the 2 implants. Implant almost used: femoral porocoat cruciate retaining cementless ref# 1504-01-207intended implant: femoral porocoat posterior stabilized cementless ref# 1504-11-207.